Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace disposable insert involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Inspection found the teflon pad distal end lifted off its slot and twisted. No material appeared to be missing as the teflon pad was reseated back to its slot on the clamp arm.

Event description:
It was reported that during a da vinci-assisted procedure, the harmonic ace instrument teflon pad separated after 5 minutes of intraoperative use. The customer used a spare instrument to continue with the procedure. It was confirmed that no fragment fell into the patient. The procedure was completed with no reported injury.